Event description:
Pt reports this exact same thing happened six weeks ago. The alarm went off, it displayed a-4, then shut down. This alarm means the cartridge adapter alert. Pt replaced everything that could be replaced. It has a new battery. Pt reports pulling it out from under the skin to test it. Tried to prime the pump and insulin came squirting out of it. It was supposed to release one drop at a time, but instead came squirting out under pressure all over pt's desk. Pt called tech support and was informed to send it back to the MFR and that they would be sending the pt a new one, hopefully today. Pt states they repeatedly called disetronic's and they were too busy to call the pt back.